Manufacturer narrative:
The system technical performance during treatment was thoroughly reviewed;no technical issues were found. No system malfunction occurred. All sonication parameters were within the normal ranges with no exceptional usage.

Event description:
On (B)(6) 2018, insightec was notified, that patient who was treated on (B)(6) 2018 experienced mild right leg ataxia on the same day as his left thalamotomy for essential tremor. The physician reported an improvement on patient condition since the day of treatment, but the condition still present. No side effect has been observed during and after the treatment nor reported. The patient had significant tremor relief after the treatment. At this time, there is no additional information.